Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported condition of "is not working" was confirmed during device evaluation as an f-94 alarm. This alarm occurred during power up which caused the device to not operate. The root cause was due to defective main batteries. The main batteries were replaced to resolve the reported condition.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had a device that "is not working." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.